Event description:
While setting up for a case, the or staff noticed that the sleeve was missing from the set. The hosp used another set.

Manufacturer narrative:
Summary of evaluation: the original product packaging was not returned with the cable for evalaution. Follow-up with the sales agent suggests that the missing sleeve may have been dropped during preparation for surgery.